Event description:
Customer reported that they received discrepant sodium results on their rp500e instrument compared to repeat testing of a different sample on their laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. A preliminary review noted there were sodium sensor interferent errors on the day of the event. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
A thorough review of the system data logs from the customer's rp500e instrument was conducted regarding the escalated discordant sodium results for a single patient. The system registered a ¿sodium sensor interferent detected¿ event immediately following the first escalated sample. This was corroborated by the drift in sodium sensor raw response signals for both escalated samples. Additionally, 9 other instances of interference detection were recorded in the use life of this cartridge. The customer uses several skin and instrument disinfectants which contain quaternary ammonium compounds (qacs). Qacs are known interferents of the rapidpoint sodium sensor. The issue is resolved after replacing the measurement cartridge and the instrument is operating as intended.